Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* 45mm articulating vascular/medium reload. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the current complaint data reveals no trend for a device related failure for this condition. The file will be closed as tested satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a cardiac procedure. For the first firing for the resection of the left atrial appendage, the surgeon used manual stapling handle and reload. The device stapled on the thin tissue of the terminal, however, it could not staple on the thick tissue of the center and the bleeding occurred. The surgeon arrested the bleeding by astriction with fingers and the procedure was completed. Less than 500 cc of bleeding occurred as a result of the issue. There was tissue damage. The patient is stabilized. The surgical time was extended by more than thirty minutes.